Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during prime the day of the call. She also reported that insulin squirted out of the tubing twice on (B)(6) 2014 during the last change and they were able to prime after changing the reservoir. The blood glucose at the time of the incident was 202 mg/dl. The customer does not use the sensor feature and was able to rewind. The mother declined troubleshooting for the prime/fill anomaly. The device was returned for analysis.